Event description:
It was reported that during a pci procedure, a guide wire fracture occurred. The 100% stenotic lesion was located in the severely tortuous proximal left circumflex (lcx) coronary artery. There were two curves prior to the lesion; was the most tortuous at a 45 degree angle. The pt2 was used for approx 3 mins in the total occlusion and the tip of the guide wire detached. It was further reported that the guide wire was preshaped at a 45 degree angle and that the physician did not rotate the wire. The tip was successfully removed with a snare. The procedure was completed with a different device. No pt injuries or complications were reported. Pt status is reported as "good." Additional information regarding this event has been requested.